Manufacturer narrative:
It is unknown whether the product will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac system had undergone a system explant due to a pocket infection. No adverse patient effects were reported due to the procedure.